Event description:
The customer reported the ventilator alarmed and shut down during use in normal ventilation operation. The customer reported the device was in use on a patient and there was no patient harm. The customer reported the patient was being transported on the device via external battery and the unit shutdown after a couple minutes. During evaluation, the manufacturers field service engineer (fse) reported extended self testing and the unit would run on external battery for a few minutes then switched over to backup battery to continue operation. The fse replaced the external battery to address the reported problem. Final applicable testing was completed per operating specifications. This is also being reported as a user error. Proper care, maintenance and testing should be performed when using battery power sources.